Event description:
It was reported to philips that a twin was born via forceps delivery. Fse was unable to be removed prior and was cut. Took forceps to remove fse after baby was delivered and on resuscitation trolley

Manufacturer narrative:
This supplemental report is created with reference to mfg report #1218950-2021-10767 with corrected information to update the registered legal manufacturing site.